Event description:
Event description guidant received information that this positive fixation pacing lead is showing noise on the a and v channels, there is no problem with the atrial lead according to the caller. Patient is scheduled for battery change and lead revision. 5/29/02, additional information reveals that both leads were fractured. The leads along with the ICD were explanted and a new system was implanted on 4/18/02.